Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were events of phrenic nerve stimulation experienced by the patient. A revision procedure was performed and the left ventricular lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences reported.